Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell and as a result the touch screen became shattered and unresponsive. The customer experienced a low blood glucose (bg) of 44 mg/dl. Reportedly, the customer had not eaten and the cracked screen had caused some distress. The customer consumed glucose tabs to treat bg. Reportedly, the customer reverted to insulin pens for insulin therapy.